Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. The biomed stated the failure did not occur during patient use. The biomed also stated there have been no reports of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.